Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion. It was reported that while the implant was being positioned, it cracked. The surgeon determined the crack was not critical and kept the implant in place. The implant was still intact. The surgery was completed and the patient was closed up in the normal manner. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.